Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the one of the clip appliers was broken. The damage was likely due to applying force normal to the grip while trying to install a clip. The other clip applier grip had a slight bend at the midpoint and was no longer straight. The evidence was inconclusive, but the damage was a result of misuse/user error. The instrument was never used. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing the da vinci si small clip applier instrument jaw was broken off. No patient harm, adverse outcome or injury was reported.